Event description:
On 2/20/96 pt undergoing posterior lumbarspine decompression, fusion and instrumentation had a sterile subdermal recording electrode placed in the left vastus lateralis muscle by the spine fellow. Large amounts of electrical noise prompted the neurophysiology technologist to check the site. The needle had separated from site. The needle had separated from the wire. Needle was visualized on subsequent ap & lateral films. Following completion of the case an unsuccessful attempt was made to remove the needle from the muscle.